Manufacturer narrative:
Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer over filled the cartridge with insulin. Tandem technical support educated the customer this was off-label. Customer¿s blood glucose ranged from 115 mg/dl to 120 mg/dl. Reportedly, the customer loaded a new cartridge successfully, received an accurate fill estimate, and resumed insulin delivery.